Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 76 mg/dl at the time of the call. The customer the pump was not programmed with a temporary basal. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no unexpected a21 or a17 alarms noted. The insulin passed self test, a21 error test and displacement test. However, the insulin pump has cracked case at the display window corners, crackled reservoir tube lip, cracked battery tube threads and with minor scratched lcd window. No belt clip assembly received with the insulin pump; therefore unable to verify belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.